Event description:
Report rec'd from USA stating that the device will not secure the attachment. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
(B)(4) evaluated the device, and the reported problem could not be duplicated or confirmed. The attachment was able to be secured to a motor, and the motor was able to secure an attachment with no problems observed. During the investigation, it was observed that the motor exhibited corrosion and soap residue on internal components. This condition is consistent with the motor having been immersed, and is indicative of improper cleaning of the device. If add'l info is rec'd, a supplemental MDR will be sent. (B)(4).